Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013). Most likely underlying root cause: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Back to back blood test performed during call ((B)(6) 2013); 1:38 pm) with results of 289 mg/dl and 290 mg/dl. Test strip lot manufacturer's expiration date is 10/31/2015. Recall test results performed from meter memory. See scanned table. Based on the customers lowest result in memory (186) and the highest result in memory (418), the complaint is reportable (zone c). Adverse event not reported.